Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the needles on the sensors fell off and she needed to replace the reservoirs. Customer's blood glucose was 400 mg/dl. Customer reported the infusion set cannula was bent. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.